Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; the programmer would turn on and boot up as normal. Programmer passed functional test. (B)(4).

Event description:
It was reported the programmer does not power on / boot up. The programmer was returned for repair. There was no patient involvement indicated.